Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working as it was exposed to the airport x ray machine. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. Customer also experienced high blood glucose level, however insulin pump system had not been used within 48 hours of high blood glucose. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.